Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 13-aug-2015. The most recent information was received on 15-apr-2020. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain for over a year along') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal distension ("I look like I'm 6 months pregnant"), bacterial vaginosis ("bacterial vaginosis"), fungal infection ("yeast infections"), migraine ("migraine"), allergy to metals ("allergic to nickel"), arthralgia ("joint pain"), arthritis ("inflammation in joint"), insomnia ("no sleep last night") and nausea ("nauseous"). The patient was treated with surgery (schedule(one more week)). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain and allergy to metals had not resolved and the abdominal distension, bacterial vaginosis, fungal infection, migraine, arthralgia, arthritis, insomnia and nausea outcome was unknown. The reporter considered abdominal distension, allergy to metals, arthralgia, arthritis, bacterial vaginosis, fungal infection, insomnia, migraine, nausea and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: abdominal distension, migraine, arthralgia, arthritis, insomnia, nausea. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the consumer, regulatory authority or lawyer is not possible. Most recent follow-up information incorporated above includes: on 15-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 13-aug-2015. The most recent information was received on 20-mar-2020. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain for over a year along') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal distension ("I look like I'm 6 months pregnant"), bacterial vaginosis ("bacterial vaginosis"), fungal infection ("yeast infections"), migraine ("migraine"), allergy to metals ("allergic to nickel"), arthralgia ("joint pain"), arthritis ("inflammation in joint"), insomnia ("no sleep last night") and nausea ("nauseous"). The patient was treated with surgery (schedule(one more week)). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain and allergy to metals had not resolved and the abdominal distension, bacterial vaginosis, fungal infection, migraine, arthralgia, arthritis, insomnia and nausea outcome was unknown. The reporter considered abdominal distension, allergy to metals, arthralgia, arthritis, bacterial vaginosis, fungal infection, insomnia, migraine, nausea and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: abdominal distension, migraine, arthralgia, arthritis, insomnia, nausea. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the consumer, regulatory authority or lawyer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received - new event migraine, joint pain, inflammation in joint, no sleep last night and nauseous were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report